Event description:
Pt had a synchromed (B)(4) placed on (B)(6) 2009 for chronic low back pain. In (B)(6) 2011, manufacturing company issued a national recall of product. Pt requested the removal of product due to the recall.